Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, failure to capture was noted on the right ventricular (rv) and left ventricular (lv) lead. The physician elected not to use the rv and lv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.